Event description:
The customer reported that the system is giving a filament failure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep performed filament calibration. The system operates as intended.